Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. When the plunger of the second proglide device was removed, no visible suture was noted. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed suture of the first proglide device and the pre-placed suture of the new proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.